Manufacturer narrative:
The device associated with this report was not returned. Another report is found against this product/lot combination. It is recognized however that it involves this same patient and same individual device. It is the result of this complaint having been transferred/ reopened and so it is not a secondary report. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened. This follow-up was originally sent on (B)(4) 2014. During this window the FDA experienced a system failure and that resulted in waiting for confirmation from the FDA to resubmit.

Event description:
Litigation alleged the patient suffered pain, discomfort and elevated chromium and cobalt levels as a result of the implanted asr hip. Update: (B)(6) 2012-sales rep reported revision surgery due to pain, fretting and corrosion. The sleeve and stem were added to complaint. Update: ((B)(6) 2013) - patient fact sheet was received. The part/lot numbers have been updated. There is no new information that would change the outcome of the investigation. Update: (B)(6) 2013 - plaintiff¿s preliminary disclosure form was received, which identified dor. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.